Event description:
The customer reported that while the unit was in use on a patient, a "system failure" message was displayed. The patient was switched to another unit and therapy was continued. No patient was reported.